Event description:
Pt had a discovery pacemaker which was recalled and had explanted. She was re-implanted with a guidant insignia pacemaker and returned home the next day. On that day, they learned through media that the guidant implant he received was now under recall. She said she felt like she was having a heart attack. Pt is not a candidate for any further surgery.